Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer¿s blood glucose level was 960 mg/dl. Customer administered a bolus via the pump to address bg and called ems (emergency medical services). Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to off. You can set it anywhere between 5 and 24 hours. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds."